Event description:
It was reported that the syringe 3ml ll 200 s/c experienced a failure to contain blood/medication and leakage during use. The following information was provided by the initial reporter: material no: 309657, batch no: 8222927. Event description: 1. Description of issue: customer reported insulin leaking out of syringe and customer suspected there was a hairline crack that caused the insulin to leak. 2. Number of occurrences: 1. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. 4. Item number: 3 ml syringe ¿ 309657. 5. Product lot number: 8222927 . 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Note: product category = needle/syringe issue.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, however, corrective and preventative action was implemented, CAPA#400567. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The fractured barrel can be generated in the conveyor belts prior to the marking stage, due to a saturation of the product in the marking hopper, this causes the cylinders to exert pressure on each other. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced a failure to contain blood/medication and leakage during use. The following information was provided by the initial reporter: material no: 309657 batch no: 8222927. Event description: description of issue: customer reported insulin leaking out of syringe and customer suspected there was a hairline crack that caused the insulin to leak. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657. Product lot number: 8222927. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Note: product category = needle/syringe issue.